Event description:
The user facility reported that during cardiopulmonary bypass surgery, the shunt sensor leaked. The unit was not changed out, there was a slight amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
The user facility reported that during cardiopulmonary bypass surgery, the shunt sensor leaked. The unit was not changed out, there was a slight amount of blood loss, and the surgery was completed successfully. (B)(4).